Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #3006705815-2016-00503, #1627487-2016-05388. It was reported the patient's devices were explanted due to infection at the ipg and lead sites. The patient was hospitalized four dates and received IV antibiotics. The patient was released from the hospital with 10 days of oral antibiotics. Follow up revealed the infection has cleared.